Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked and the end cap was broken. This was discovered during use. The following information was provided by the initial reporter: during the infusion, water was found leaking from the heparin cap. During the process of disconnecting the heparin cap and the indwelling needle, the heparin cap broke into three pieces.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9169536. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked and the end cap was broken. This was discovered during use. The following information was provided by the initial reporter: during the infusion, water was found leaking from the heparin cap. During the process of disconnecting the heparin cap and the indwelling needle, the heparin cap broke into three pieces.